Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a random zapping where the ins was located. It was noted that the patient would experience a painful zapping on their ¿butt¿ only where the device was located for particular reason. This occurred when the patient was sitting and/or standing and was not related to anything similar to the previous time when they were zapped. Diagnostics included an impedance check which showed all electrodes ¿checked green=ok¿. The representative went through each program to see if anything could recreate the zapping but all programs were working well and the patient felt them in the correct area. No obvious causes for the zapping were obtained through the troubleshooting performed. As actions taken, it was advised the patient annotate the details when the zapping next occurs. The healthcare professional¿s (hcp) staff were information of the zapping issue and the patient to have a follow up visit. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.